Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter information was not provided, therefore initial reporter address (e1) should be blank and patient sex is unknown (a3a).

Event description:
Patient reported a malfunction with his tslim x2 insulin pump, characterized by malfunction 16 code. There was no adverse impact to his blood glucose level. He attempted to reset the pump multiple times but was unsuccessful, leading him to request a replacement under warranty from tandem technical support.